Event description:
Customer reported that the hot pack burst open while the rn was attempting to place on patient. Chemical sprayed the floor landing on rn¿s shoes. There was no injury to patient or nurse. No follow up care required.

Manufacturer narrative:
Device history record review was completed on the reported lot number v2b266. The lot was found to have been manufactured and released to predetermined specifications. No anomalies were found during review of the records. No samples were returned for evaluation due to which a root cause could not be determined. We will continue to monitor complaint trends.